Event description:
Pt with long segment (9cm) non-dysplastic barrett's esophagus developed dysphagia and stricture. The stricture was dilated successfully. There was no reported malfunction for the device, and no association between the event outcome and the device performance could be established.